Event description:
The stated patient has been having his contact lens prescription filled for the last 5 years by 1800 contacts. Contact lens prescriptions expire 1 year after issuance. The continued filling of expired prescriptions by 1800 contacts increases the risk of potentially blinding eye infections to the general public. The referenced patient stated that he would just keep ordering his contact lenses from 1800 contacts online, and they 'would just send them even if the prescription was expired.' This is a gross example of putting profits before the health of the consumer. The 1800 contacts pretends to provide access to products and services when in reality they are concerned about profits to their investors. FDA safety report ID # (B)(4).